Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low and high blood glucose levels. The customer states their levels have been as low as 37mg/dl, and as high as 300mg/dl. The customer believes they may have over bolused. Troubleshoot was unable to be conducted due to customer feeling it was not necessary. The customer states the doctor recently changed their insulin and attributes the difference in blood glucose to the change. The customer was advised to contact their healthcare provider regarding the high and low levels.